Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 3x unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue: by product code: 61 by product family: 192 (66x smartset ghv, 126x smartset gmv). Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a second right knee revision to perform a first-stage operation due to chronic infection, pain, swelling, adhesions, and loosening of the tibial tray at the cement to implant interface. The surgeon noted some femoral bone loss. All products were removed with placement of an antibiotic spacer along with a femoral component and two depuy cement products. Doi: (B)(6) 2017, tibial tray and patella component. Doi: (B)(6) 2017, tibial insert, femoral component, and two depuy cement products. Dor: (B)(6) 2017, right knee.